Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Review of the diagnostic data available within the latitude remote patient monitoring system showed that the battery was depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Review of the diagnostic data available within the latitude remote patient monitoring system showed that the battery was depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Information later received from the field indicates that, due to personal reasons, the patient has decided (in accordance with the physician) to postpone the replacement procedure. At this time, the current plan is to replace the device within three months' time. No adverse patient effects have been reported.